Manufacturer narrative:
510(k): k142688. Imdrf annex g code: g04092 - needle. Device evaluation 1 unit of lot c1744764 of echo-hd-22-c was returned opened in its original packaging. Lab evaluation the device involved in the complaint was evaluated in the laboratory on 11 march 2021. The needle was found to be kinked distally. Document review including IFU review prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-c of lot number c1744764 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1744764. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the endoscope being in a flexed or twisted position leading to the sheath (containing the needle) getting stuck at the spring on the side of endoscopy elevator hitting off the endoscopy causing the distal end of the needle to kink at notch. The kink would have led to difficulty with advancing and retraction difficulty of the needle. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Device was evaluated on the 11-mar-2021, this supplement report is being submitted to reflect this within section d and h. Quality concluded the investigation on the 02-apr-2021, this supplement report is being submitted to reflect the investigation conclusions within section h.

Event description:
User opened the package and adjust the needle length as 0cm and sheath length as 0cm.user took off the black cap on olympus gf-uct260 and install the needle onto endoscopy.then the sheath length was adjusted to 2cm and needle length as 3cm to start biopsy, but user cannot see the needle. User then adjusted the needle length to 4cm, bus still cannot see the needle.user then retracted the needle ,but the needle length cannot be adjusted back to 0cm, the sheath length is adjusted as 0cm with no issue.user cannot retracted the needle from endoscopy, but retracted the needle along with the endoscopy together from patient.user checked and found out the needle stuck at the spring on the side of endoscopy elevator, then user took a syringe to pick the needle out, and found out the needle notch kinked .user then changed another same device to complete the procedure."a section of the device did not remain inside the patient¿s body.the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. Please describe the location in the body for the intended target site (pancreas, stomach, etc). A pelvic mass. Please describe the size of the intended target site. 2x6cm. What is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct260. Was gaining access to the targeted site difficult? No.. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? N/a. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 0. Did any section of the device detach inside the patient? No.. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
510(k): k142688(B)(4)the investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.